Event description:
The customer had undergone bilateral breast reconstruction after mastectomy. Customer developed a deflation of right saline implant and had shape differences due to contracture. During removal of the implants, on the right side, there was a completely deflated implant with the markings 425 ml. The breast implants were placed in 2008, and the implants were not designated as right or left by the team member entering the information on the surgical record. The physician did dictate in the procedure note that the right implant was 5778879-085 and left was 5778879-087. The pathology report from the removal: gross description: see result below. Right breast implant: is a 26 g, 14 x 13 x 1.0 cm previously ruptured saline breast implant with the following inscription "mentor, 5778879, 425 cc". No tissue is identified. No sections are submitted. Gross examination only. Left breast implant: is a 482 g, 13.5 x 13.5 x 4.0 cm intact saline breast implant with the following inscription "mentor, 5778879, 425 cc". No tissue is identified. No sections are submitted. Gross examination only.